Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately two thirds filled easypump ii lt 100-50-s without packaging. The received pump was taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not blocked. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. We assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Blockage due to crystallization issue is addressed in CAPA 001475. Additionally, flow rate issue is addressed in CAPA 001365.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infusion too slow, 4 pumps concerned on different patients. Drug: chemotherapy.